Event description:
The customer went to the emergency room and was subsequently hospitalized due to severe ketoacidosis and a blood glucose (bg) level of 468-469 mg/dl. The cause of ketoacidosis and elevated bg was unknown. Customer administered a correction bolus via the pump to address the bg level. At the hospital bg was treated with intravenous fluids of insulin and saline. System check confirmed the pump was functioning as intended. Reportedly, the customer was released on 12/29/23 and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.